Event description:
This is a pt who had a previous left total hip arthroplasty. Apparently the pt had a fractured trochanter, and a trochanteric claw was placed. Pt is having a lot of trochanteric bursitis as a result. Pt was admitted for removal of hardware left hip. The claw and the wire around the proximal femur was removed. The trochanter was nonunited but had enough scar tissue that it was stable.